Manufacturer narrative:
This event occurred in (B)(6). The field service representative (fsr) did not identify any instrument issues. Calibration signals were slightly lower than expected. Qc was acceptable. An abnormal aspiration alarm was observed on the customer's alarm trace data. This suggests poor sample quality. Neither a general instrument or reagent issue were identified. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of a discrepant high result for 1 patient tested for elecsys troponin t hs stat (troponin t hs stat) on a cobas 8000 e 602 module. The initial result was 0.153 ug/l. This result was reported outside of the laboratory. The repeat result was < 0.003 ug/l. The same sample tube was repeated twice with results of < 0.003 ug/l. A 2nd sample obtained 1 hour later and run on a different e602 module was also < 0.003 ug/l. The troponin t hs stat reagent lot number was 41679701 with an expiration date of 30-nov-2020.